Event description:
It was reported that a patient was removed from the ambulance, the cot was lowered one height level and transported to the ER. When the attendants went to move the patient to an ER table the cot allegedly dropped one height level. No injury reported.